Manufacturer narrative:
Implant date - estimated as (B)(6) 2021 as the date of implant is unknown. Date of event - estimated as (B)(6) 2021 as the commenter noted that the clot was noticed within weeks from implant.

Event description:
It was reported via social media that a thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A few weeks post implant, the patient stated they developed a thrombus that embolized to their spleen. The patient underwent three transesophageal echocardiography (tee) imaging procedures, and was awaiting their fourth tee procedure to view the thrombus.

Event description:
It was reported via social media that a thrombosis and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A few weeks post implant, the patient developed a thrombus on the closure device. The thrombus also embolized to the patient's spleen. The patient underwent three transesophageal echocardiography (tee) imaging procedures. It was further reported that the patient underwent their fourth tee imaging procedure and the thrombus shrunk in size and disappeared over a year on eliquis and aspirin. The patient is currently on plavix and baby aspirin. It was further reported that the patient went to urgent care and this clot was noticed approximately six months post procedure. The clot was gone after approximately ten months.

Manufacturer narrative:
D6a: implant date - estimated as (B)(6) 2020 as the date of implant is unknown but it was reported this was over a year ago. B3: date of event - estimated as (B)(6) 2020 as the commenter noted that the clot was noticed about 6 months after implant. H6: patient code corrected from thromboembolism to thromboembolism and thrombosis/thrombus coding.

Manufacturer narrative:
D6a: implant date - estimated as (B)(6) 2020 as the date of implant is unknown but it was reported this was over a year ago. B3: date of event - estimated as 22jan2020 as the commenter noted that the clot was noticed within weeks from implant. H6: patient code corrected from thromboembolism to thromboembolism and thrombosis/thrombus coding.

Event description:
It was reported via social media that a thrombosis and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A few weeks post implant, the patient developed a thrombus on the closure device. The thrombus also embolized to the patient's spleen. The patient underwent three transesophageal echocardiography (tee) imaging procedures. It was further reported that the patient underwent their fourth tee imaging procedure and the thrombus shrunk in size and disappeared over a year on eliquis and aspirin. The patient is currently on plavix and baby aspirin.